Event description:
It was reported that pump displayed malfunction alarm with code and corresponding fault ID, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.